Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. The manufacturer's field technical services (ts) confirmed the reported issue. The customer was advised to try a different certifier or try this certifier on a different ventilator to see if it is the problem. The customer retested with a good analyzer and the test passed. Issue was resolved and it was determined that the certifier was the issue. The unit successfully passed the required performance verification test.

Event description:
The customer reported gas volume accuracy test failed. Test passes at 250, but the reading on the certifier does not change when the ventilator is set to 500 or 1000. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.